Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported burnt distal end cover issue could not be determined, however, the issue was likely due to a high-energy treatment tool (laser, radio frequency, etc.) Used without ensuring a sufficient distance from the tip. The event may be detected/prevented by following the instructions for use sections below: inspection of the endoscope, 4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the bronchovideoscope's plastic distal end cover was burnt. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.